Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to moisture damage on the keypad traces. The unit also had cracked casing at a display window corner, minor scratches on the lcd window, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 72 mg/dl. Troubleshooting was initiated for the button error alarm. The customer's father did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.